Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The g2 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the emergency lights were not installed in the designated locations. However, a definitive root cause cold not be established. In addition, the main lamp was confirmed to have failed due to a converter failure. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: ¦repair and modification the light source does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury, equipment damage, and/or the impossibility to obtain the expected functionality can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the converter was faulty for the main lamp causing the shift to the spare lamp, the emergency lamp indicator was blinking on the front panel due to the missing spare lamp inside the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite xenon light source had the light source not working and found the spare lamp on with olympus lamp off. The issue occurred during maintenance with no procedure involved. There was no patient involvement in this event.